Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system received inappropriate shock therapy due to oversensing. The device was reprogrammed and a revision planned. During the revision procedure, the associated electrode suture sleeve was deemed too close to the sense b electrode. The suture sleeve was moved and fixed away from the sense b and the device reprogrammed to primary. To date, no further intervention nor adverse effects have been reported. Both the device and electrode remain implanted and in service.